Event description:
It was reported that the device exhibited a backup vvi mode review of a remote transmission. The patient presented to the clinic, and a device restoration was performed successfully. The patient was asymptomatic and will continue with regular follow-up.